Event description:
It was reported that during use with 3 bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes "plastic" foreign matter was discovered in tubes. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: when did the incident occur? During use. Plastic pieces in the tube; the instrument think that is a blood clot.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos from the customer in support of this complaint. Evaluation of the photos indicated plastic on the end of pipette, bd product was not observed. 100 retained samples were visually inspected, and no fm was found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode with the photos provided. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 3 bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes "plastic" foreign matter was discovered in tubes. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: when did the incident occur? During use plastic pieces in the tube; the instrument think that is a blood clot.